Event description:
The doctor was performing a cataract extraction using irrigation/aspiration only. The doctor said the irrigation caused the capsule to break. A vitrectomy was performed and the procedure was completed with no pt problems. This happened in two cases on the same day.